Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Concomitant medical products: zalb-32-108, lot# 3579633; zsle-16-56-zt, lot# 4353355; zsle-16-74-zt, lot# 4357533. Patient codes: no code available: secondary interventions. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
A male patient of an unknown age underwent an evar procedure on (B)(6) 2013. It was noted that there was a limb thrombosis post implant. The physician placed additional stenting or fem-fem cross over bypass in (B)(6) 2018. The devices implanted during the initial evar were: additional information has been requested and specifically to identify the complaint device. At the time of this report, no further information has been provided.

Manufacturer narrative:
Investigation - evaluation: a review of documentation including the complaint history, device history record, instructions for use (IFU), quality control, as well as a visual inspection of the device was conducted during the investigation. The complaint device was not returned; therefore, a physical examination could not be completed. However, imaging was provided in the form of two cta¿s. The first was performed prior to implantation and the second was performed over five years later. The findings of the expert imager reviewer include: pre-operative CT study (18apr2013). "The right cia has heavy diffuse calcification. The proximal segment is 13 mm in diameter with a minimum lumen diameter of 9.4 x 6 mm. The distal right cia is also 13 mm in diameter, but with a lumen diameter of 11 mm. The right hypogastric and external iliac arteries are calcified but patent. The left cia also has heavy calcification, proximally, and diffuse intermittent calcification throughout. The mid cia is dilated to a maximum diameter of 22.2 mm. The distal left cia diameter is between 16.8 x 18.8 mm and 15.6 x 18.9 mm with dense calcification in the presumed seal zone." 58 -month post-operative CT study (30jul2018) "the right zsle leg begins below the flow divider and overlaps 29 mm in the ipsilateral limb. The graft lumen narrows to 5.6 x 7.2 mm within the limb in the narrowed calcified segment of the distal aorta where bilateral iliac legs pass in a kissing fashion in the proximal right cia. The right iliac leg is otherwise patent and seals in the distal right cia just above the iliac bifurcation. The right leg total length is 75 mm. "The left zsle iliac leg begins about 22 mm higher than the proximal right leg and overlaps 22 mm in the contralateral limb. The minimum lumen diameter is narrowed to 6.3 x 9.4 mm just distal to the limb in the distal narrowed segment of the calcified aorta. The remainder of the left leg is patent and ends in a calcified segment of the distal left cia. The left leg seals in the mid cia but lacks circumferential wall apposition for the last 16 mm due to surrounding calcification. The left leg total length is 90 mm." "There is moderate circumferential mural thrombus throughout the zenith alpha main body graft lumen. This does not extend into the limbs/legs. The cause of this cannot be determined, though the narrower caliber of the distal aorta and moderate compression of bilateral iliac legs at the outflow could be a contributing factor to this." The complaint was unable to be confirmed based on image review as limb thrombosis was not observed in either one of the iliac legs. The interval of the post-op imaging provided is unknown but shows bilateral iliac legs to be patent. Based off of the customer testimony, the alleged thrombosis must have occurred after the 30jul2018 post-op CT study. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Design verification testing showed that the affected product meets the established acceptance criterion for: (1) force to move main body, (2) suture strength attachment, (3) bench deployment, and (4) radial force testing, and design validation testing. The affected product is safe and effective for its intended use. Rpn and lot number information was provided with the complaint file; however, information regarding which zsle iliac leg stent graft was implanted into which iliac leg was not provided. Therefore, the rpn and lot number could not be specified. As a result, a review of the device history record for both lot numbers of bilateral zsle legs was conducted. A review of the device history record for lot numbers 4353355 and 4357533 found no related nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints reported for the possible device lot numbers. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use.4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 17 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. The zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however, its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the following patient populations: key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. Diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endorposthesis may require surgical intervention. 11.1.7 molding balloon insertion: expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. (Fig. 15) withdraw the molding balloon to the ipsilateral limb overlap region and expand. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. (Fig. 15). Remove molding balloon and replace it with an angiographic catheter to perform completion angiograms. 12.3 abdominal radiographs: the following views are required: four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. Record the table-to-film distance and use the same distance at each subsequent examination ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. There is no information regarding patient medical history. There is no information regarding the procedure. There is no information surrounding device handling and placement. Thrombus formation is a known inherent risk of the device. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could be attributed to use error (greater than recommended overlap of the proximal edge of left, contralateral iliac leg within the main body and alignment of the proximal edges of bilateral iliac legs with each other) and patient anatomy (presence of heavy calcification, regions of anatomically-induced focal stenosis, and pre-existing thrombus within the main body). Per the expert image review, the distal left common iliac artery (cia) was heavily calcified. As a result, although a seal was established, the left leg lacked circumferential wall apposition for the last 16 mm of the graft due to surrounding calcification. This calcification contributed to the distal aortic stenosis exhibited that put the left, contralateral leg at increased risk of thrombosis. The minimum lumen diameter in the left zsle iliac leg narrowed just distal to the limb in the distal narrowed segment of the calcified aorta. Per cook's IFU, it states in this regard, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization." In addition, the imaging provided also revealed that the proximal left zsle iliac leg is positioned about 22 mm higher than the right which could cause flow disturbance and contribute to thrombus formation in the leg graft. Given that the right zsle iliac leg begins below the flow divider and overlaps 29 mm in the ipsilateral limb, this would indicate that the left zsle iliac leg protruded 11 mm past the bifurcation/flow divider. Cook's IFU warns, "excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis." Cook's IFU also addresses this concern in regard to the ipsilateral iliac leg, "introduce the ipsilateral iliac leg delivery system, and continue advancing slowly until the proximal edge of the ipsilateral leg graft aligns with the proximal edge of the previous-placed contralateral leg graft. (Fig. 14)" overextension past the bifurcation/flow divider can inadvertently cause blood stagnation as a result of backflow and disruption of laminar flow within the aorta from the resulting cavity formed by the protrusion of the proximal end of the leg stent graft into the main body limb gates. Because it was not clarified which side iliac leg was affected with thrombotic occlusion, the right zsle iliac leg was also evaluated. The proximal right cia has significant lumen narrowing to 9.4 x 6 mm from a proximal and distal segment of 13 mm in diameter. In addition, the right cia has heavy diffuse calcification. This observed stenosis and calcification are both likely contributing factors to the alleged thrombus occlusion. Incidentally, mural thrombus inside the main body lumen that resulted in stenosis, narrowing the greater endograft lumen diameter to match the aortic diameter at the renal arteries was also observed per the expert review of the returned imaging. Another complaint was opened to capture this failure mode against the zalb main body device. This presence of thrombus within the main body is a likely contributing factor to thrombus formation and propagation into bilateral iliac legs. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.